Event description:
One of two same devices. When trying to advance the balloon across the circumflex lesion the shaft snapped in half. The broken shaft parts were outside the body. The balloon was removed with no harm done.